Manufacturer narrative:
(B)(6). Results: no samples were returned and no photos were attached. Ten retained tubes were drawn with horse blood. They were mixed before being centrifuged at 2988 rpm for 15 minutes. No breakages occurred and no damage to the necks of the tubes was visible. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6005662. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® citratetube broke during centrifugation. No injury or medical intervention reported.